Manufacturer narrative:
This surgeon side console (ssc) cardcage assembly was returned for failure analysis, and the reported error 319 was confirmed but not replicated. In artemis, this error 319 indicated that a node was not present at startup and that it did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This ssc cardcage assembly was installed, successfully programmed, and tested on a da vinci 5 in-house golden system with no issues; no errors were triggered at startup. Multiple power cycles were run with no failures or errors triggered. The unit idled for 1.5 hours in normal mode with no issues and no errors triggered. System boot-up was normal as expected. Reviewing the history and error logs, this error pointed to other nodes not related to this unit. As a result of this test and findings, failure analysis concluded that no root cause could be attributed to this ssc cardcage unit for the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the cardcage to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during case setup, a non-recoverable error occurred at startup. The customer attempted to resolve the issue by rebooting the system four times without success. The system was not connected to onsite, and there were no messages to disable anything, only a prompt to restart. The technical support engineer assisted with a hard reboot, which initially powered the system on successfully, but the error reappeared shortly after. The customer tried to isolate the error by disconnecting one of the consoles and rebooting, but the error persisted. After reconnecting the first console and disconnecting the other, the system powered on successfully without the error, but a "boom disabled" message appeared on the robot/psc touchpad. Despite further attempts, the customer could not access the event logs. Another hard reboot was performed, which resolved the error 319, but the "boom disabled" message remained. Without another system available, the customer decided to abort the procedure, and there was no patient involvement at this time.